Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("severe persistent pelvic pain/ pain") and menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1 in 2005, endometriosis, ovarian cyst and endometrial ablation. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy and endometrial curettage) and surgery (nova sure endometrial ablation). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events psychological or psychiatric problems condition: depression, mental anguish and event outcome recovering / resolving for pelvic pain and recovered / resolved for menorrhagia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("severe persistent pelvic pain/ pain") and menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)") in a female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1 in 2005, endometriosis, ovarian cyst and endometrial ablation. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). There is descrepant information regarding essure insertion date. In initial complain it was reported that essure was inserted in (B)(6) 2003; however, in the medical records and pfs, it was stated that essure was inserted in (B)(6) 2014 and removed (only one) in (B)(6) 2014. In (B)(6) 2003, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2005, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with partial hysterectomy and nova sure endometrial ablation. Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 25-jul-2018: new reporter added. Historical conditions added. Concomitant drug added. Lot number added. Indication updated. New events added: abnormal bleeding (vaginal), essure confirmation test(s) conducted: no. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("abortion"), pelvic pain ("severe persistent pelvic pain/ pain\ pain in pelvic area") and menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included parity 1 in 2005, endometriosis, ovarian cyst, endometrial ablation and gravida ii. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6)2008, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (nova sure endometrial ablation, supracervical hysterectomy and bilateral salpingo-oophorectomy, endometrial curettage and upracervical hysterectomy and bilateral salpingo-oophorectomy, endometrial currettage). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and abdominal pain outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received: event abortion of ectopic pregnancy was added. Incident: we received a lot number. A technical. Investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("severe persistent pelvic pain/ pain") and menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's medical history included gravida I, parity 1 in 2005, endometriosis, ovarian cyst and endometrial ablation. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (nova sure endometrial ablation and supracervical hysterectomy and bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device and abdominal pain outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received: new event abdominal pain were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('abortion'), pelvic pain ('severe persistent pelvic pain/ pain\ pain in pelvic area') and menorrhagia ('menstrual hemorrhaging/ abnormal bleeding (menorrhagia)') in a 44-year-old female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included parity 1 in 2005, endometriosis, ovarian cyst, endometrial ablation and gravida ii. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (nova sure endometrial ablation, supracervical hysterectomy and bilateral salpingo-oopherectomy, endometrial currettage and upracervical hysterectomy and bilateral salpingo-oopherectomy, endometrial currettage). Essure (ess205) was removed on 10-nov-2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received, new reporter, event gen abnormal bleeding , post removal complication and outcome of the event added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), pelvic pain ("severe persistent pelvic pain/ pain") and menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)") in a female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included gravida I, parity 1 in 2005, endometriosis, ovarian cyst and endometrial ablation. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy) and surgery (nova sure endometrial ablation). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('abortion'), pelvic pain ('severe persistent pelvic pain/ pain\ pain in pelvic area') and menorrhagia ('menstrual hemorrhaging/ abnormal bleeding (menorrhagia)') in a 44-year-old female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included parity 1 in 2005, endometriosis, ovarian cyst, endometrial ablation and gravida ii. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (nova sure endometrial ablation, supracervical hysterectomy and bilateral salpingo-oopherectomy, endometrial currettage and upracervical hysterectomy and bilateral salpingo-oopherectomy, endometrial currettage). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received, new reporter, event gen abnormal bleeding , post removal complication and outcome of the event added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('abortion'), pelvic pain ('severe persistent pelvic pain/ pain\ pain in pelvic area') and menorrhagia ('menstrual hemorrhaging/ abnormal bleeding (menorrhagia)') in a 44-year-old female patient who had essure (ess205) (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's medical history included parity 1 in 2005, endometriosis, ovarian cyst, endometrial ablation and gravida ii. Concurrent conditions included abdominal pain and nausea. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (nova sure endometrial ablation, supracervical hysterectomy and bilateral salpingo-oopherectomy, endometrial currettage and upracervical hysterectomy and bilateral salpingo-oopherectomy, endometrial currettage). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and pelvic pain ("severe persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menorrhagia and pelvic pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.